Manufacturer narrative:
A photo analysis was conducted for this complaint. A review of the photo confirmed the leak. The photo indicated that there was blood on the external parts of the system pressure dome and also on the instrument's pump deck. However, the source of the leak could not be identified based on the information provided. The root cause for the leak could not be determined based on the available information. The device history record (DHR) review did not result in any related nonconformances and this kit lot had passed all lot release testing. A material trace of the pressure dome housing assembly and its components used to build this kit lot also did not find any related nonconformances. During the manufacturing process, all pressure dome assemblies are leak tested before the kits are released. They are leak tested twice during the sub assembly of the pressure domes and again as part of the final kit leak and occlusion test. Only those pressure dome assemblies that pass all three leak tests are released. No further action required. This investigation is now completed. (B)(4).

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot e232 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot e232 for the reported complaint issue shows no trends. Trends were reviewed for complaint category, pressure dome membrane leak. No trends were detected for this complaint category. This assessment is based on information available at the time of the investigation. At the time of this report, the analysis of the returned photo is still in progress. A supplemental report will be filed when the analysis of the photo is complete. (B)(4). Device not returned to manufacture.

Event description:
The customer reported a pressure dome membrane leak during a single needle mode treatment by email. The customer stated that the leak occurred at the start of the purging air phase for the centrifuge bowl. The customer reported that the leak was at the system pressure dome. The customer stated that the treatment was aborted and that they did not manually return the blood to the patient, since the system was now open and not sterile. The customer reported that the patient's estimated blood loss was about 200 ml. The customer stated that the patient was in good condition and was not impacted by the incident. The customer reported that a new kit was installed on the instrument for this same patient, and the new treatment proceeded without any problems. The customer stated that the kit has been discarded. A photo was submitted for investigation.